Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the moderately calcified, moderately tortuous, concentric, 99% stenosed, de novo, mid left anterior descending artery (lad) the 2.5 x 12 mm trek balloon dilatation catheter (bdc) was used for pre-dilatation, however, during the first inflation attempt at 10 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A different same size trek bdc was used for dilatation and the procedure was completed after a stent was implanted without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.